Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the jaws got broken during use. Therefore, the applier was replaced with another unit to complete the procedure. Nothing fell/remained in the patient and no injury to the patient occurred."